Event description:
On (B)(6) 2012, the pt's dialysis treatment started approx 06:06. At approx 06:21, the pt stated she "felt stupid and felt like she was going to be sick." When staff went to get an emesis basin, the pt became unresponsive and started having facial jerking and upper extremity tremors. The staff turned off the ultra filtration and administered 400 cc normal saline. After approx 1 minute, the pt became responsive and had a small greenish yellow emesis. The pt's blood sugar check was 167, her blood pressure was 178/108 and her pulse was 98. Treatment was completed without further incident. Pt was discharged.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on 1925 pages of med records info it appears that on (B)(6) 2012, this pt had an unresponsive episode during her dialysis treatment. This event lasted approx 1 minute. After nursing intervention, the pt eventually became responsive and treatment was completed without further incident. The pt was discharged. There is no documentation in the med record that shows a causal relationship between the pt's non-responsiveness episode and the pt's dialysis treatment or products. A supplemental report will be submitted upon completion of the plant's investigation.